Manufacturer narrative:
This supplemental report is being submitted to report the correction of MFR report #8010047-2020-02559 which was submitted on may 08, 2020. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus service operation repair center (sorc) for the evaluation. So it was corrected d10, h3 and h10. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, omsc could not evaluate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the user that the error code b30 which indicated there was the communication problem between the endoscope and video processor was displayed at the unspecified timing. There was no patient injury associated with this report. It was not provided the other detailed information.